Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 109 mg/dl. The customer stated at the same time high blood glucose event. The low event was caused by the customer forgetting to eat and falling asleep. The customer was treatment by visiting hospitalization. The insulin pump will be returned for analysis.